Manufacturer narrative:
The investigation for the low pump flow has been completed. Pump was not returned for investigation. Data logs were reviewed and low flow was confirmed with flow of 1.5l/min at p9 at the start of case. The pump was ran for about 3 minutes before explanting. There was a suction event after which the flow were observed to be decreasing until explant. Seems like after suction the motor current is trying to adjust the p-level of the pump. Clinical mentions pump was repositioned which did not resolve the issue. The patient had severely occluded vessels and severe multi vessel cad and in conjunction to low flows observed suggests that the cause of the low flow was most likely patient condition related. Therefore, the root cause of the low flow issue was most likely patient condition related.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Low flows were noted upon insertion of impella cp pump despite adequate activated clotting time (act) and following best practices. Decision was made to replace with a new impella pump to provide needed support to the patient. There was no report or indication of harm to the patient as a result of this event.